Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure observed during analysis. A partial lead was returned in five segments for analysis. External insulation abrasion was noted at 0.3-0.5cm from one cut end of an insulation segment, consistent with lead friction to the ICD can. External insulation abrasion was noted at 8.4-8.6cm and 8.9-9.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 18.0-18.4cm and 24.0-25.0cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 10.3-12.5cm from the distal tip. Both sensing conductors were pulled off, consistent with damage sustained during the surgical procedure. Internal insulation abrasion was noted at 11.3-12.1cm from the distal tip. One rv conductor was damaged, consistent with damage sustained during the surgical procedure.